Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that he was unable to confirm when the meter issue began (sometime in 2017), alleging that he obtained alleged inaccurately high blood glucose results of ¿over 600 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he manages his diabetes using oral medication, diet and exercise, and made no changes to his normal diabetes management regimen. The patient stated that due to the alleged high reading, he developed symptoms of ¿nervousness¿. In response to the result and the symptom, he attended the hospital (time and date unknown). He reported that a result of ¿114 mg/d¿ was obtained on the emergency room meter and he was treated at the hospital by a health care professional with some drinks. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, but the patient had been storing the test strips incorrectly. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required to visit the emergency room and receive treatment from an health care professional, that could be related to a low blood glucose, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.